Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00262 on 10-april-2020. Additional information (14-april-2020): the instrument was monitored, and there have been no recurrences since the service was performed. Siemens evaluated quality control (qc) testing, and the results are in range. The customer is in acceptance with the performance of the instrument. No further evaluation of this device is required. MDR # 2432235-2020-00263_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) and patient samples for (B)(6). Siemens dispatched a customer service engineer (cse) to the customer site. On 17-march-2020, the siemens cse inspected the instrument and found a damaged tube on the reagent probe 3 (r3) and wash block. The tubing was replaced, and the performance of the instrument was verified. The cse recalibrated the probes and primed the fluidic lines. The customer ran a daily cleaning procedure (dcp) and passed. The customer was instructed to run qc, 20 replicates, for the affected assays. A follow-up was performed on 18-march-2020, post-service visit, and the cse noted that results were within range, and qc passed. A follow-up visit was performed on 19-march-2020 because of qc issues, and siemens assisted with the troubleshooting of assays. The cse proactively replaced the acid pump, base pump, wash separation manifold, and plumbing kit. The cse performed decontamination and performed a 20 replicate precision run that was verified acceptable. On 21-march-2020, the customer informed siemens that samples and qc would not run on the instrument due to a low inventory in materials. On 23-march-2020, the cse noted that contamination caused the instrument malfunction. The cse performed a follow-up and noted that the customer resumed testing, and the results are acceptable and with no outliers. The customer is monitoring the performance of the instrument and test results. Siemens is investigating the event. MDR # 2432235-2020-00263 was filed for the same event.

Event description:
The customer obtained (B)(6) results on the advia centaur xp instrument. The discordant results were reported to the physician(s). The customer used the same samples and instrument to perform repeat testing. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.